Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1711, awareness date 20-oct-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted in (B)(6)-2011. Consumer reported that she immediately had heavier periods with a lot of clumps coming out and lots of crampy. In (B)(6)-2011 she had the hysterosalpingogram performed and found that her right tube was not fully closed. Every day she had extreme pain in her pelvic area. She also had headache, a cyst in her right ovary that apparently burst, trouble concentrating and her menstrual cycle came every 22 days. Her pain was unbearable and she had to take medicine for it. She requested a hysterectomy but her doctor said it was very costly and they needed a reason to do it. Ptc investigation result was received on 02-dec-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Follow-up information was received on 07-jan-2016: no new clinical information. Legal claim received on 03-may-2016: (upgraded to incident). Plaintiff was implanted on or about (B)(6)-2011. As a result of essure, plaintiff suffered from severe pelvic pain, tingling of extremities, extreme menstrual changes, blurred vision, and weight gain. On or about (B)(6)-2015, plaintiff had to undergo a hysterectomy as a result of essure. Follow-up received on 19-may-2016: quality-safety evaluation of ptc was updated with no major changes. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure fallopian tube occlusion insert) inserted and experienced a suspicion of cyst in her right ovary that apparently burst and severe pelvic pain. She had to undergo a hysterectomy approximately four years later. These events are listed event in the reference safety information for essure. Other reported events were considered non-serious. There are various types of ovarian cysts, such as dermoid cysts and endometrioma cysts; however, functional cysts are the most common type. Since the contraceptive effect of essure is mainly due to its local and mechanical effect into fallopian tubes, ovulatory cycles with follicular rupture remain occurring in women of fertile age under essure. Thus, based on essure method of action and on the physiopathology of an ovarian cyst and its rupture, the causality for the event suspicion of cyst in her right ovary that apparently burst was also assessed as unrelated. Considering tha essure may cause pelvic pain and that there is no sufficient alternative explanation, a causal relationship with essure cannot be excluded. Upon follow up information that the consumer underwent a hysterectomy, this case was regarded as incident since device removal was required (implied). The product technical analysis concluded unconfirmed quality defect, there is no relationship between the reported medical event and a quality defect. Upon follow up, a legal claim was received. Further information will be obtained through the litigation process.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1711) on 20-oct-2015. The most recent information was received on 20-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('the metallic material is embedded within the tissues'), genital haemorrhage ('heavy / irregular bleeding'), ovarian cyst ruptured ('cyst on my right ovary - cyst bursts') and multiple episodes of pelvic pain ('pain in my pelvic area', 'the pain is unbearable') in an adult female patient who had essure (batch no. 823469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done found that my right side was not fully closed" in (B)(6) 2011. The patient's medical history included colposcopy (she was admitted to health care provider for colposcopy.) In 2011, c-section on (B)(6) 2011, breech presentation on (B)(6) 2011, gravida I, parity 1 ((B)(6) 2011. Delivered by c-section due to breech presentation.), ankle sprain, mental disorder and depression. Previously administered products included for pain: tramadol from 2007 to 2011; for contraception: birth control pils. Concurrent conditions included tobacco user, dermatitis, gallstones, premenstrual dysphoric disorder, sexual dysfunction, ovarian cyst, bacterial vaginosis, urgency urination, ovulation pain, increased tendency to bruise, mood disorder, post coital bleeding, panic attack, retroverted uterus, polymenorrhoea, nabothian cyst, chronic cervicitis and perineal pain. Concomitant products included oral contraceptive nos until (B)(6) 2011 for contraception. In 2011, the patient experienced dysmenorrhoea ("periods with lots of crampy"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain/right abdomen pain"). In (B)(6) 2013, the patient experienced urticaria ("hives on her arms and legs") and pruritus generalised ("itchy body"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("constant migraines,head"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), acne ("constant acne"), mental disorder ("psychiatric and/or psychological condition"), polymenorrhoea ("menstrual cycle every 22 days"), menstrual disorder ("menstrual changes"), headache ("headaches"), menorrhagia ("periods are very heavy and have a lot of clumps coming out"), the second episode of pelvic pain ("the pain is unbearable"), disturbance in attention ("trouble concentrating"), paraesthesia ("tingling of extremities"), vision blurred ("blurred vision"), dyspareunia ("painful sex"), nausea ("nauseous") and pain ("hurt to walk") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, ibuprofen and surgery (laparoscopically assisted vaginal hysterectomy (lavh) leaving ovaries). Essure was removed on (B)(6) 2015. In (B)(6) 2011, the migraine had resolved. At the time of the report, the pelvic inflammatory disease, embedded device, ovarian cyst ruptured, allergy to metals, polymenorrhoea, dysmenorrhoea, menstrual disorder, headache, menorrhagia, the last episode of pelvic pain, disturbance in attention, paraesthesia, vision blurred, weight increased, dyspareunia, nausea and pain outcome was unknown, the genital haemorrhage, urticaria, acne and pruritus generalised was resolving and the fatigue, feeling abnormal, tinnitus, dysgeusia, abdominal pain, arthralgia and mental disorder had resolved. The reporter considered abdominal pain, acne, allergy to metals, arthralgia, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst ruptured, pain, paraesthesia, pelvic inflammatory disease, polymenorrhoea, pruritus generalised, tinnitus, urticaria, vision blurred, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing condition. Her alleged symptoms were resolve or decreased following essure removal. Her symptoms of fatigue, migraines, brain fog, ringing in ears and metal taste in mouth, severe and persistent abdominal pain, and joint pain improved after essure removal, which required a major surgery to remove.she denied any complications that occurred at the time of her essure placement procedure.she did not retain the essure or any portion of it. She was not advised of complications from her essure removal procedure essure coils were placed with three coils external to the ostia on each side. Diagnostic results: on 2012 hysterosalpingogram done as confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media : nausea, dyspareunia" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic inflammatory disease, embedded device" quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority, consumer or consumer is not possible. Amendment: the report was amended for the following reason: the case (B)(4) was identified as duplicate of this present case and therefore it was deleted from bayer database. All of its information has been transferred. Reporter added,event hurt to walk added. No new follow-up information was received from the reporter. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1711) on 20-oct-2015. The most recent information was received on 20-sep-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('the metallic material is embedded within the tissues'), genital haemorrhage ('heavy / irregular bleeding'), ovarian cyst ruptured ('cyst on my right ovary - cyst bursts') and multiple episodes of pelvic pain ('pain in my pelvic area', 'the pain is unbearable') in an adult female patient who had essure (batch no. 823469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done found that my right side was not fully closed" in december 2011. The patient's medical history included colposcopy (she was admitted to health care provider for colposcopy.) In 2011, c-section on (B)(6) 2011, breech presentation on (B)(6) 2011 gravida I, parity 1 (B)(6) 2011. Delivered by c-section due to breech presentation.), ankle sprain, mental disorder and depression. Previously administered products included for pain: tramadol from 2007 to 2011; for contraception: birth control pils. Concurrent conditions included tobacco user, dermatitis, gallstones, premenstrual dysphoric disorder, sexual dysfunction, ovarian cyst, bacterial vaginosis, urgency urination, ovulation pain, increased tendency to bruise, mood disorder, post coital bleeding, panic attack, retroverted uterus, polymenorrhoea, nabothian cyst, chronic cervicitis and perineal pain. Concomitant products included oral contraceptive nos until september 2011 for contraception. In 2011, the patient experienced dysmenorrhoea ("periods with lots of crampy"). In september 2011, the patient had essure inserted. In january 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain/right abdomen pain"). In july 2013, the patient experienced urticaria ("hives on her arms and legs") and pruritus generalised ("itchy body"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("constant migraines,head"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), acne ("constant acne"), mental disorder ("psychiatric and/or psychological condition"), polymenorrhoea ("menstrual cycle every 22 days"), menstrual disorder ("menstrual changes"), headache ("headaches"), menorrhagia ("periods are very heavy and have a lot of clumps coming out"), the second episode of pelvic pain ("the pain is unbearable"), disturbance in attention ("trouble concentrating"), paraesthesia ("tingling of extremities"), vision blurred ("blurred vision"), dyspareunia ("painful sex") and nausea ("nauseous") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, ibuprofen and surgery (laparoscopically assisted vaginal hysterectomy (lavh) leaving ovaries). Essure was removed on (B)(6) 2015. In december 2011, the migraine had resolved. At the time of the report, the pelvic inflammatory disease, embedded device, ovarian cyst ruptured, allergy to metals, polymenorrhoea, dysmenorrhoea, menstrual disorder, headache, menorrhagia, the last episode of pelvic pain, disturbance in attention, paraesthesia, vision blurred, weight increased, dyspareunia and nausea outcome was unknown, the genital haemorrhage, urticaria, acne and pruritus generalised was resolving and the fatigue, feeling abnormal, tinnitus, dysgeusia, abdominal pain, arthralgia and mental disorder had resolved. The reporter considered abdominal pain, acne, allergy to metals, arthralgia, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst ruptured, paraesthesia, pelvic inflammatory disease, polymenorrhoea, pruritus generalised, tinnitus, urticaria, vision blurred, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing condition. Her alleged symptoms were resolve or decreased following essure removal. Her symptoms of fatigue, migraines, brain fog, ringing in ears and metal taste in mouth, severe and persistent abdominal pain, and joint pain improved after essure removal, which required a major surgery to remove.she denied any complications that occurred at the time of her essure placement procedure.she did not retain the essure or any portion of it. She was not advised of complications from her essure removal procedure essure coils were placed with three coils external to the ostia on each side. Diagnostic results: on 2012 hysterosalpingogram done as confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media : nausea, dyspareunia" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic inflammatory disease, embedded device" quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 20-sep-2019: this record was detected to be a duplicate to record # us-bayer-2019-183977 (medwatch 3500a MFR number 2951250-2019-10149) from which all information was transferred to this case (us-bayer-2015-456871), then duplicate record us-bayer-2019-183977 will be deleted. No new information was provided incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4)) on 20-oct-2015. The most recent information was received on 14-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), embedded device ('the metallic material is embedded within the tissues'), ovarian cyst ruptured ('cyst on my right ovary - cyst bursts') and multiple episodes of pelvic pain ('pain in my pelvic area', 'the pain is unbearable') in an adult female patient who had essure (batch no. 823469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done found that my right side was not fully closed" in (B)(6) 2011. The patient's medical history included colposcopy (she was admitted to health care provider for colposcopy.) In 2011, c-section on (B)(6) 2011, breech presentation on (B)(6) 2011, gravida I, parity 1 ((B)(6) 2011. Delivered by c-section due to breech presentation.), ankle sprain, mental disorder and depression. Previously administered products included for pain: tramadol from 2007 to 2011; for contraception: birth control pils. Concurrent conditions included tobacco user, dermatitis, gallstones, premenstrual dysphoric disorder, sexual dysfunction, ovarian cyst, bacterial vaginosis, urgency urination, ovulation pain, increased tendency to bruise, mood disorder, post coital bleeding, panic attack, retroverted uterus, polymenorrhoea, nabothian cyst, chronic cervicitis and perineal pain. Concomitant products included oral contraceptive nos until (B)(6) 2011 for contraception. In 2011, the patient experienced dysmenorrhoea ("periods with lots of crampy"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain/right abdomen pain"). In (B)(6) 2013, the patient experienced urticaria ("hives on her arms and legs") and pruritus ("itchy body"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy / irregular bleeding"), ovarian cyst ruptured (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("constant migraines,head"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), acne ("constant acne"), mental disorder ("psychiatric and/or psychological condition"), polymenorrhoea ("menstrual cycle every 22 days"), menstrual disorder ("menstrual changes"), headache ("headaches"), menorrhagia ("periods are very heavy and have a lot of clumps coming out"), the second episode of pelvic pain ("the pain is unbearable"), disturbance in attention ("trouble concentrating"), paraesthesia ("tingling of extremities"), vision blurred ("blurred vision"), dyspareunia ("painful sex"), nausea ("nauseous"), pain ("hurt to walk") and blepharospasm ("right eyelid twiching") and was found to have weight increased ("weight gain"). The patient was treated with analgesics, ibuprofen and surgery (laparoscopically assisted vaginal hysterectomy (lavh) leaving ovaries). Essure was removed on (B)(6) 2015. In (B)(6) 2011, the migraine had resolved. At the time of the report, the pelvic inflammatory disease, embedded device, ovarian cyst ruptured, allergy to metals, polymenorrhoea, dysmenorrhoea, menstrual disorder, headache, menorrhagia, the last episode of pelvic pain, disturbance in attention, paraesthesia, vision blurred, weight increased, dyspareunia, nausea, pain and blepharospasm outcome was unknown, the genital haemorrhage, urticaria, acne and pruritus was resolving and the fatigue, feeling abnormal, tinnitus, dysgeusia, abdominal pain, arthralgia and mental disorder had resolved. The reporter considered abdominal pain, acne, allergy to metals, arthralgia, blepharospasm, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst ruptured, pain, paraesthesia, pelvic inflammatory disease, polymenorrhoea, pruritus, tinnitus, urticaria, vision blurred, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing condition. Her alleged symptoms were resolve or decreased following essure removal. Her symptoms of fatigue, migraines, brain fog, ringing in ears and metal taste in mouth, severe and persistent abdominal pain, and joint pain improved after essure removal, which required a major surgery to remove.she denied any complications that occurred at the time of her essure placement procedure.she did not retain the essure or any portion of it. She was not advised of complications from her essure removal procedure essure coils were placed with three coils external to the ostia on each side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: results: right side not fully closed; in 2012: not provided. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media : nausea, dyspareunia, blepharospams" ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic inflammatory disease, embedded device". Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 14-jan-2020: social media received. New event right eyelid twitching and reporter information were added. Incident a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority FDA (reference number: (B)(4)) on 20-oct-2015. The most recent information was received on 15-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in my pelvic area"), genital haemorrhage ("heavy bleeding") and ovarian cyst ruptured ("cyst on my right ovary - cyst bursts") in a female patient who had essure (batch no. 823469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done found that my right side was not fully closed" in (B)(6) 2011. The patient's past medical history included gravida I, parity 1 ((B)(6) 2011. Delivered by c-section due to breech presentation.), c-section on (B)(6) 2011, colposcopy (she was admitted to health care provider for colposcopy.) In 2011, breech presentation on (B)(6) 2011, accident and mental disorder nos. Previously administered products included for pain: tramadol from 2007 to 2011; for contraception: birth control pils. Concomitant products included oral contraceptive nos for contraception. In 2011, 92 days before insertion of essure, the patient experienced dysmenorrhoea ("periods with lots of crampy"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain/right abdomen pain"). In (B)(6) 2013, the patient experienced urticaria ("hives on her arms and legs") and pruritus generalised ("itchy body"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("constant migraines,head"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), acne ("constant acne"), mental disorder ("psychiatric and/or psychological condition"), polymenorrhoea ("menstrual cycle every 22 days"), menstrual disorder ("menstrual changes"), headache ("headaches"), menorrhagia ("periods are very heavy and have a lot of clumps coming out"), pain ("the pain is unbearable"), disturbance in attention ("trouble concentrating"), paraesthesia ("tingling of extremities"), vision blurred ("blurred vision") and weight increased ("weight gain"). The patient was treated with ibuprofen, analgesics and surgery (laparoscopically assisted vaginal hysterectomy (lavh) leaving ovaries). Essure was removed on (B)(6) 2015. In (B)(6) 2011, the migraine had resolved. At the time of the report, the pelvic pain, ovarian cyst ruptured, allergy to metals, polymenorrhoea, dysmenorrhoea, menstrual disorder, headache, menorrhagia, pain, disturbance in attention, paraesthesia, vision blurred and weight increased outcome was unknown, the genital haemorrhage, urticaria, acne and pruritus generalised was resolving and the fatigue, feeling abnormal, tinnitus, dysgeusia, abdominal pain, arthralgia and mental disorder had resolved. The reporter considered abdominal pain, acne, allergy to metals, arthralgia, disturbance in attention, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, ovarian cyst ruptured, pain, paraesthesia, pelvic pain, polymenorrhoea, pruritus generalised, tinnitus, urticaria, vision blurred and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing condition. Her alleged symptoms were resolve or decreased following essure removal. Her symptoms of fatigue, migraines, brain fog, ringing in ears and metal taste in mouth, severe and persistent abdominal pain, and joint pain improved after essure removal, which required a major surgery to remove. She denied any complications that occurred at the time of her essure placement procedure. She did not retain the essure or any portion of it. She was not advised of complications from her essure removal procedure diagnostic results: on 2012 hysterosalpingogram done as confirmation test. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, there is no relationship between the reported event(s) and a quality defect. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 15-nov-2017: plaintiff fact sheet received. Events ¿heavy bleeding, cyst burst, fatigue, migraines, brain fog, ringing in ears, metal taste in mouth, severe and persistent abdominal pain, joint pain are, hives on her legs and arms, constant acne, allergic to nickel, itchy body and skin added. Events periods are very heavy and have a lot of clumps coming out and heavier periods are clubbed. Events cyst burst is updated. Historical condition gravida 1,parity 1, c-section and colonoscopy added. Historical drug tramadol and birth control pills added. Treatment drug ibuprofen and analgesic added. Concomitant drug oral contraceptive pills added. Lab data updated. Product implant and removal date updated. Outcome of event updated. Reporter and patient demographic details were updated. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1711) on 20-oct-2015. The most recent information was received on 21-may-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in my pelvic area"), genital haemorrhage ("heavy bleeding") and ovarian cyst ruptured ("cyst on my right ovary - cyst bursts") in a female patient who had essure (batch no. 823469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done found that my right side was not fully closed" in december 2011. The patient's past medical history included gravida I, parity 1 (03-apr-2011. Delivered by c-section due to breech presentation.), c-section on 3-apr-2011, colposcopy (she was admitted to health care provider for colposcopy.) In 2011, breech presentation on 3-apr-2011, accident and mental disorder. Previously administered products included for pain: tramadol from 2007 to 2011; for contraception: birth control pils. Concomitant products included oral contraceptive nos until september 2011 for contraception. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("periods with lots of crampy"). In (B)(6) 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain/right abdomen pain"). In july 2013, the patient experienced urticaria ("hives on her arms and legs") and pruritus generalised ("itchy body"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("constant migraines,head"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), acne ("constant acne"), mental disorder ("psychiatric and/or psychological condition"), polymenorrhoea ("menstrual cycle every 22 days"), menstrual disorder ("menstrual changes"), headache ("headaches"), menorrhagia ("periods are very heavy and have a lot of clumps coming out"), pain ("the pain is unbearable"), disturbance in attention ("trouble concentrating"), paraesthesia ("tingling of extremities"), vision blurred ("blurred vision") and weight increased ("weight gain"). The patient was treated with ibuprofen, analgesics and surgery (laparoscopically assisted vaginal hysterectomy (lavh) leaving ovaries). Essure was removed on 23-nov-2015. In december 2011, the migraine had resolved. At the time of the report, the pelvic pain, ovarian cyst ruptured, allergy to metals, polymenorrhoea, dysmenorrhoea, menstrual disorder, headache, menorrhagia, pain, disturbance in attention, paraesthesia, vision blurred and weight increased outcome was unknown, the genital haemorrhage, urticaria, acne and pruritus generalised was resolving and the fatigue, feeling abnormal, tinnitus, dysgeusia, abdominal pain, arthralgia and mental disorder had resolved. The reporter considered abdominal pain, acne, allergy to metals, arthralgia, disturbance in attention, dysgeusia, dysmenorrhoea, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, ovarian cyst ruptured, pain, paraesthesia, pelvic pain, polymenorrhoea, pruritus generalised, tinnitus, urticaria, vision blurred and weight increased to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing condition. Her alleged symptoms were resolve or decreased following essure removal. Her symptoms of fatigue, migraines, brain fog, ringing in ears and metal taste in mouth, severe and persistent abdominal pain, and joint pain improved after essure removal, which required a major surgery to remove.she denied any complications that occurred at the time of her essure placement procedure.she did not retain the essure or any portion of it. She was not advised of complications from her essure removal procedure diagnostic results: on 2012 hysterosalpingogram done as confirmation test. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 21-may-2018: quality safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1711) on 20-oct-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of pelvic pain ("pain in my pelvic area"), genital haemorrhage ("heavy bleeding") and ovarian cyst ruptured ("cyst on my right ovary - cyst bursts") in an adult female patient who had essure (batch no. 823469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done found that my right side was not fully closed" in (B)(6) 2011. The patient's past medical history included gravida I, parity 1 ((B)(6) 2011. Delivered by c-section due to breech presentation.), c-section on (B)(6) 2011, colposcopy (she was admitted to health care provider for colposcopy.) In 2011, breech presentation on (B)(6) 2011, accident and mental disorder. Previously administered products included for pain: tramadol from 2007 to 2011; for contraception: birth control pils. Concomitant products included oral contraceptive nos until (B)(6) 2011 for contraception. In 2011, the patient experienced dysmenorrhoea ("periods with lots of crampy"). In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain/right abdomen pain"). In (B)(6) 2013, the patient experienced urticaria ("hives on her arms and legs") and pruritus generalised ("itchy body"). On an unknown date, the patient experienced the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("constant migraines,head"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), acne ("constant acne"), mental disorder ("psychiatric and/or psychological condition"), polymenorrhoea ("menstrual cycle every 22 days"), menstrual disorder ("menstrual changes"), headache ("headaches"), menorrhagia ("periods are very heavy and have a lot of clumps coming out"), the second episode of pelvic pain ("the pain is unbearable"), disturbance in attention ("trouble concentrating"), paraesthesia ("tingling of extremities"), vision blurred ("blurred vision"), weight increased ("weight gain"), dyspareunia ("painful sex") and nausea ("nauseous"). The patient was treated with ibuprofen, analgesics and surgery (laparoscopically assisted vaginal hysterectomy (lavh) leaving ovaries). Essure was removed on (B)(6) 2015. In (B)(6) 2011, the migraine had resolved. At the time of the report, the genital haemorrhage, urticaria, acne and pruritus generalised was resolving, the ovarian cyst ruptured, allergy to metals, polymenorrhoea, dysmenorrhoea, menstrual disorder, headache, menorrhagia, the last episode of pelvic pain, disturbance in attention, paraesthesia, vision blurred, weight increased, dyspareunia and nausea outcome was unknown and the fatigue, feeling abnormal, tinnitus, dysgeusia, abdominal pain, arthralgia and mental disorder had resolved. The reporter considered abdominal pain, acne, allergy to metals, arthralgia, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst ruptured, paraesthesia, polymenorrhoea, pruritus generalised, tinnitus, urticaria, vision blurred, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing condition. Her alleged symptoms were resolve or decreased following essure removal. Her symptoms of fatigue, migraines, brain fog, ringing in ears and metal taste in mouth, severe and persistent abdominal pain, and joint pain improved after essure removal, which required a major surgery to remove. She denied any complications that occurred at the time of her essure placement procedure. She did not retain the essure or any portion of it. She was not advised of complications from her essure removal procedure diagnostic results: on 2012 hysterosalpingogram done as confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media : nausea, dyspareunia" quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 7-jun-2018: events- "painful sex, nauseous" added from social media report. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1711) on 20-oct-2015. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ("pelvic inflammatory disease"), embedded device ("the metallic material is embedded within the tissues"), the first episode of pelvic pain ("pain in my pelvic area"), genital haemorrhage ("heavy bleeding") and ovarian cyst ruptured ("cyst on my right ovary - cyst bursts") in an adult female patient who had essure (batch no. 823469) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "hsg done found that my right side was not fully closed" in (B)(6) 2011. The patient's past medical history included gravida I, parity 1 ((B)(6) 2011. Delivered by c-section due to breech presentation.), c-section on (B)(6) 2011, colposcopy (she was admitted to health care provider for colposcopy.) In 2011, breech presentation on (B)(6) 2011, ankle sprain, mental disorder and depression. Previously administered products included for pain: tramadol from 2007 to 2011; for contraception: birth control pils. Concurrent conditions included tobacco user, dermatitis, gallstones, premenstrual dysphoric disorder, sexual dysfunction, ovarian cyst, bacterial vaginosis, urgency urination, ovulation pain, increased tendency to bruise, mood disorder, post coital bleeding, panic attack, retroverted uterus, polymenorrhoea, nabothian cyst, chronic cervicitis and perineal pain. Concomitant products included oral contraceptive nos until (B)(6) 2011 for contraception. In (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced dysmenorrhoea ("periods with lots of crampy"). In (B)(6) 2012, the patient experienced abdominal pain ("severe and persistent abdominal pain/right abdomen pain"). In (B)(6) 2013, the patient experienced urticaria ("hives on her arms and legs") and pruritus generalised ("itchy body"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), the first episode of pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), fatigue ("fatigue"), migraine ("constant migraines,head"), feeling abnormal ("brain fog"), tinnitus ("ringing in ears"), dysgeusia ("metal taste in mouth"), arthralgia ("joint pain"), allergy to metals ("allergic to nickel / a hypersensitivity reaction to nickel"), acne ("constant acne"), mental disorder ("psychiatric and/or psychological condition"), polymenorrhoea ("menstrual cycle every 22 days"), menstrual disorder ("menstrual changes"), headache ("headaches"), menorrhagia ("periods are very heavy and have a lot of clumps coming out"), the second episode of pelvic pain ("the pain is unbearable"), disturbance in attention ("trouble concentrating"), paraesthesia ("tingling of extremities"), vision blurred ("blurred vision"), weight increased ("weight gain"), dyspareunia ("painful sex") and nausea ("nauseous"). The patient was treated with ibuprofen, analgesics, surgery (laparoscopically assisted vaginal hysterectomy (lavh) leaving ovaries). Essure was removed on (B)(6) 2015. In (B)(6) 2011, the migraine had resolved. At the time of the report, the pelvic inflammatory disease, embedded device, ovarian cyst ruptured, allergy to metals, polymenorrhoea, dysmenorrhoea, menstrual disorder, headache, menorrhagia, the last episode of pelvic pain, disturbance in attention, paraesthesia, vision blurred, weight increased, dyspareunia and nausea outcome was unknown, the genital haemorrhage, urticaria, acne and pruritus generalised was resolving and the fatigue, feeling abnormal, tinnitus, dysgeusia, abdominal pain, arthralgia and mental disorder had resolved. The reporter considered abdominal pain, acne, allergy to metals, arthralgia, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, feeling abnormal, genital haemorrhage, headache, menorrhagia, menstrual disorder, mental disorder, migraine, nausea, ovarian cyst ruptured, paraesthesia, pelvic inflammatory disease, polymenorrhoea, pruritus generalised, tinnitus, urticaria, vision blurred, weight increased, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: she did not experience claimed injury before the date of her essure placement. She did not claim that essure worsened a previously existing condition. Her alleged symptoms were resolve or decreased following essure removal. Her symptoms of fatigue, migraines, brain fog, ringing in ears and metal taste in mouth, severe and persistent abdominal pain, and joint pain improved after essure removal, which required a major surgery to remove. She denied any complications that occurred at the time of her essure placement procedure. She did not retain the essure or any portion of it. She was not advised of complications from her essure removal procedure essure coils were placed with three coils external to the ostia on each side. Diagnostic results: on 2012 hysterosalpingogram done as confirmation test. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s social media : nausea, dyspareunia." ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record : pelvic inflammatory disease, embedded device." Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority, consumer or consumer is not possible. Most recent follow-up information incorporated above includes: on 30-oct-2018: events- "pelvic inflammatory disease, the metallic material is embedded within the tissues", reporter, concomitant and historical condition added from medical record. Incident : at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.